Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that she received a new pt essentials kit in the mail and the watch-style magnet was already cracked. No further info is available to MFR. Magnet will not be available to MFR for product analysis.